Manufacturer narrative:
As reported, after the indicator window of a 7f exoseal vascular closure device (vcd) changed color, the plug deployment button could not be pressed. There was no patient injury. A new vcd was used successfully. The vcd was used after cerebral infarct treatment with retrograde puncture of the left femoral artery. Despite multiple attempts, it could not be triggered. The physician was certified to use the exoseal vcd, and there were no visible signs of device or packaging damage prior to use. A non-cordis catheter sheath introducer was used. The device was stored and prepared in accordance with the instructions for use. Angiographic assessment confirmed the femoral artery was appropriate, with an insertion angle of 30¿45 degrees and a vessel diameter of =5 mm. No calcium, plaque, tortuosity, nearby stents, or vessel stenosis >50% were observed. No closure device or manual compression had been used at the target site within 30 days prior, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted. The exoseal vcd and sheath introducer were retracted together until pulsatile flow ceased and the indicator window turned completely black. The button could not be depressed at all. The indicator window remained black at the relevant time and did not show any red during retraction. One non-sterile exoseal vascular closure device 7f was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. An 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not confirmed since the device was able to be fully deployed with full lever depression during the analysis. The cause of the reported issue could not be. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, the device was received inserted into an 8f sheath. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after the indicator window of a 7f exoseal vascular closure device (vcd) changed color, the plug deployment button could not be pressed. There was no patient injury. A new vcd was used successfully. The vcd was used after cerebral infarct treatment with retrograde puncture of the left femoral artery. Despite multiple attempts, it could not be triggered. The physician was certified to use the exoseal vcd, and there were no visible signs of device or packaging damage prior to use. A non-cordis catheter sheath introducer was used. The device was stored and prepared in accordance with the instructions for use. Angiographic assessment confirmed the femoral artery was appropriate, with an insertion angle of 30¿45 degrees and a vessel diameter of =5 mm. No calcium, plaque, tortuosity, nearby stents, or vessel stenosis >50% were observed. No closure device or manual compression had been used at the target site within 30 days prior, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted. The exoseal vcd and sheath introducer were retracted together until pulsatile flow ceased and the indicator window turned completely black. The button could not be depressed at all. The indicator window remained black at the relevant time and did not show any red during retraction. The device is being returned for evaluation.